Event description:
The customer reported an air leak from the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens was peeled off due to deterioration or breakage of the adhesive caused by chemical and/or physical stress. The reported event (air leak) was confirmed during inspection and testing. There was a leak due to holes in the universal cord caused by handling. In addition, there were white scratches on the image, the adhesive on the bending section was missing, the video connector was broken due to handling, and there were scratches on multiple parts of the device due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.